Manufacturer narrative:
(B)(6) 2015 12:10 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on side and investigated the unit in question. The technician verified the problem and found the ice block on the small side. The ice sensor of the unit was recalibrated to the point of a larger and more dense ice block. Functional tests were performed, all operations were in good mode. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
"It was reported that a hcu30 did not form a solid block of ice" additional information: the incident occurred before the device was used on a patient. (B)(4).